Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant stim was helping and in the correct area but now stimulation was causing pain in the upper buttock area and tingling down the legs into the thighs and patient is hurting. Pt states they had no falls or trauma and the change in therapy has been changing gradually. Troubleshooting was unable to be performed as na the patient was redirected to their healthcare provider to further address the issue. Pss redirected to dr for reprogramming.